Manufacturer narrative:
The pump was discarded in procedural area and is not available to return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp device was inserted via the right femoral artery in a 28-year-old female patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). Patient's comorbidities were unknown. The patient¿s clinical state prior to initiation of support was identified as scai shock stage a. After support was initiated, a hematoma developed at the insertion site following the patient¿s flight. Manual pressure was applied to control the bleeding. Computed tomography angiography (cta) showed an active bleed at the site. The pump was removed due to the hematoma. The patient survived to explant. Hematoma in this patient may have resulted from access-site complications during impella support.

Manufacturer narrative:
Updated information: d3 MFR fax number added. D4 serial, lot, UDI and exp date updated. H4 MFR date updated.

Manufacturer narrative:
Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the access site adverse event was not determined due to insufficient clinical details.